Event description:
During follow-up, it was observed the device was in backup mode and had reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in backup mode with the battery at end of life (eol). Evidence from the device image show there was a false early replacement alert consistent with the device programming in auto-capture and high output mode. The pacer remained above its elective replacement indicator (eri) throughout the implant period. Total projected longevity based on nominal settings exceeded the projected longevity and is considered normal battery depletion. The reported event of backup mode was confirmed. Visual inspection of the device noted an electrocautery mark on the can which caused the device to switch to backup mode during the explant procedure. After re-loading the product code, the pacer was tested under nominal settings and showed normal functionality.